Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with a prismaflex m150, an external fluid leak was observed due to an unglued tubing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph and video of the sample was provided for evaluation. The visual inspection of the provided video observed the reported leak. The reported condition was verified. The cause of the condition could not be determined. The visual inspection of the provided pictures showed two different collages (access line on a support plate and access line on screwed connector) which are compliant and without any leakage. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.